Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), bladder prolapse ("bladder prolapsed") and intestinal prolapse ("colon prolapsed") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2014, the patient experienced oedema ("edema") and the first episode of inflammation ("inflammatory disease"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("chronic vaginal infections"), the first episode of abdominal pain lower ("sever abdominal cramping"), the second episode of abdominal pain lower ("lower abdominal pain"), menorrhagia ("abnormally heavy menstrual bleeding"), dysgeusia ("metallic taste in mouth"), the second episode of inflammation ("severe inflammation of legs"), breast inflammation ("severe inflammation of berast"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse"), skin irritation ("skin irritation"), rash ("skin rashes"), urticaria ("skin hives"), pruritus ("skin itching"), fatigue ("chronic fatigue"), weight increased ("weight gain"), allergy to metals ("allergy to nickel"), gastrointestinal inflammation ("intestinal inflammation"), back pain ("severe lower back pain"), bladder prolapse (seriousness criterion medically significant) and intestinal prolapse (seriousness criterion medically significant). The patient was treated with surgery (underwent a total hysterectomy and bilateral salpingectom), surgery (surgical repair of colon and bladder involved the use of surgical mesh) and surgery (surgical repair of colon and bladder involved the use of surgical mesh). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, vaginal infection, the last episode of abdominal pain lower, menorrhagia, dysgeusia, the last episode of inflammation, breast inflammation, vaginal discharge, dyspareunia, skin irritation, rash, urticaria, pruritus, fatigue, weight increased, allergy to metals, gastrointestinal inflammation, oedema, back pain and intestinal prolapse outcome was unknown. The reporter considered allergy to metals, back pain, bladder prolapse, breast inflammation, dysgeusia, dyspareunia, fatigue, gastrointestinal inflammation, intestinal prolapse, menorrhagia, oedema, pelvic pain, pruritus, rash, skin irritation, urticaria, vaginal discharge, vaginal infection, weight increased, the first episode of abdominal pain lower, the first episode of inflammation, the second episode of abdominal pain lower and the second episode of inflammation to be related to essure. The reporter commented: on (B)(6) 2012, patient underwent a total hysterectomy and bilateral salpingectomy, during which her cervix, uterus, and both fallopian tubes were all removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: confirming full occlusion fallopian tubes incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain (constant, a few times a week)"), menorrhagia ("abnormally heavy menstrual bleeding/ abnormal bleeding (menorrhagia)"), bladder prolapse ("bladder prolapsed") and intestinal prolapse ("colon prolapsed") in a 37-year-old female patient who had essure (batch no. 794894) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal and pulmonary edema. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and nausea ("nausea"). On (B)(6) 2011, 13 days before insertion of essure, the patient experienced weight increased ("weight gain"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rashes") and back pain ("severe lower back pain (constant, a few times a week)"). On (B)(6)2011, the patient experienced dysgeusia ("metallic taste in mouth"). On (B)(6)2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding /abnormal bleeding (vaginal)"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), fatigue ("chronic fatigue/ fatigue") and alopecia ("hair loss"). On (B)(6)2011, the patient experienced cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). On (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2011, the patient experienced urticaria ("skin hives"). In (B)(6) 2014, the patient experienced oedema ("edema") and the first episode of inflammation ("inflammatory disease"). On an unknown date, the patient experienced bladder prolapse (seriousness criterion medically significant), intestinal prolapse (seriousness criterion medically significant), vaginal infection ("chronic vaginal infections"), the first episode of abdominal pain lower ("sever abdominal cramping"), the second episode of abdominal pain lower ("lower abdominal pain"), the second episode of inflammation ("severe inflammation of legs"), breast inflammation ("severe inflammation of breast"), skin irritation ("skin irritation"), pruritus ("skin itching"), allergy to metals ("allergy to nickel"), gastrointestinal inflammation ("intestinal inflammation") and complication of device removal ("complications from essure removal procedure"). The patient was treated with cortisone, surgery (on (B)(6) 2012,total hysterectomy and bilateral salpingectomy), surgery (endometrial ablation on (B)(6)2011 to help vaginal bleeding), surgery (surgical repair of colon and bladder involved the use of surgical mesh), surgery (surgical repair of colon and bladder involved the use of surgical mesh), surgery (full hysterectomy) and surgery (endometrial ablation on (B)(6) 2011 to help vaginal bleeding). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia, vaginal discharge and urticaria had resolved and the intestinal prolapse, cystitis, dysmenorrhoea, vaginal haemorrhage, vaginal infection, the last episode of abdominal pain lower, dysgeusia, the last episode of inflammation, breast inflammation, dyspareunia, skin irritation, rash, pruritus, fatigue, weight increased, allergy to metals, gastrointestinal inflammation, oedema, back pain, urinary tract infection, nausea, alopecia and complication of device removal outcome was unknown. The reporter considered allergy to metals, alopecia, back pain, bladder prolapse, breast inflammation, complication of device removal, cystitis, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal inflammation, intestinal prolapse, menorrhagia, nausea, oedema, pelvic pain, pruritus, rash, skin irritation, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased, the first episode of abdominal pain lower, the first episode of inflammation, the second episode of abdominal pain lower and the second episode of inflammation to be related to essure. The reporter commented: in plaintiff fact sheet (pfs) that she was treated with medications (unspecified) for urinary tract infection and bladder infection. The pain she felt was constant, a few times a week and the intensity was severe. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: confirming full occlusion fallopian tubes current weight 200.00 lbs. Concerning the injuries reported in this case, the following one/ones were reported via medical records confirming events weight gain. Further company follow-up with the consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received. Events menorrhagia, vaginal bleeding, vaginal discharge, pelvic pain and hives outcome updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain (constant, a few times a week)"), menorrhagia ("abnormally heavy menstrual bleeding/ abnormal bleeding (menorrhagia)"), bladder prolapse ("bladder prolapsed") and intestinal prolapse ("colon prolapsed") in a 37-year-old female patient who had essure (batch no. 794894) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal and pulmonary edema. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and nausea ("nausea"). On (B)(6) 2011, 13 days before insertion of essure, the patient experienced weight increased ("weight gain"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rashes") and back pain ("severe lower back pain (constant, a few times a week)"). On (B)(6) 2011, the patient experienced dysgeusia ("metallic taste in mouth"). On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding /abnormal bleeding (vaginal)"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), fatigue ("chronic fatigue/ fatigue") and alopecia ("hair loss"). On (B)(6) 2011, the patient experienced cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). On (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2011, the patient experienced urticaria ("skin hives"). In (B)(6) 2014, the patient experienced oedema ("edema") and the first episode of inflammation ("inflammatory disease"). On an unknown date, the patient experienced bladder prolapse (seriousness criterion medically significant), intestinal prolapse (seriousness criterion medically significant), vaginal infection ("chronic vaginal infections"), the first episode of abdominal pain lower ("sever abdominal cramping"), the second episode of abdominal pain lower ("lower abdominal pain"), the second episode of inflammation ("severe inflammation of legs"), breast inflammation ("severe inflammation of breast"), skin irritation ("skin irritation"), pruritus ("skin itching"), allergy to metals ("allergy to nickel"), gastrointestinal inflammation ("intestinal inflammation") and complication of device removal ("complications from essure removal procedure"). The patient was treated with cortisone, surgery (on (B)(6) 2012,total hysterectomy and bilateral salpingectomy), surgery (endometrial ablation on (B)(6) 2011 to help vaginal bleeding), surgery (surgical repair of colon and bladder involved the use of surgical mesh), surgery (surgical repair of colon and bladder involved the use of surgical mesh), surgery (full hysterectomy) and surgery (endometrial ablation on (B)(6) 2011 to help vaginal bleeding). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia, intestinal prolapse, cystitis, dysmenorrhoea, vaginal haemorrhage, vaginal infection, the last episode of abdominal pain lower, dysgeusia, the last episode of inflammation, breast inflammation, vaginal discharge, dyspareunia, skin irritation, rash, urticaria, pruritus, fatigue, weight increased, allergy to metals, gastrointestinal inflammation, oedema, back pain, urinary tract infection, nausea, alopecia and complication of device removal outcome was unknown. The reporter considered allergy to metals, alopecia, back pain, bladder prolapse, breast inflammation, complication of device removal, cystitis, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal inflammation, intestinal prolapse, menorrhagia, nausea, oedema, pelvic pain, pruritus, rash, skin irritation, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased, the first episode of abdominal pain lower, the first episode of inflammation, the second episode of abdominal pain lower and the second episode of inflammation to be related to essure. The reporter commented: in plaintiff fact sheet (pfs) that she was treated with medications (unspecified) for urinary tract infection and bladder infection. The pain she felt was constant, a few times a week and the intensity was severe. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: confirming full occlusion fallopian tubes current weight 200.00 lbs. Concerning the injuries reported in this case, the following one/ones were reported via medical records confirming events weight gain. Further company follow-up with the consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 13-mar-2018: plaintiff fact sheet-events complication of device removal were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain (constant, a few times a week)"), bladder prolapse ("bladder prolapsed") and intestinal prolapse ("colon prolapsed") in a 37-year-old female patient who had essure (batch no. 794894) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and nausea ("nausea"). On (B)(6) 2011, 13 days before insertion of essure, the patient experienced weight increased ("weight gain"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rashes") and back pain ("severe lower back pain (constant, a few times a week)"). On (B)(6) 2011, the patient experienced dysgeusia ("metallic taste in mouth"). On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding /abnormal bleeding (vaginal)"), menorrhagia ("abnormally heavy menstrual bleeding/ abnormal bleeding (menorrhagia)"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), fatigue ("chronic fatigue/ fatigue") and alopecia ("hair loss"). On (B)(6) 2011, the patient experienced cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). On (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2011, the patient experienced urticaria ("skin hives"). In (B)(6) 2014, the patient experienced oedema ("edema") and the first episode of inflammation ("inflammatory disease"). On an unknown date, the patient experienced bladder prolapse (seriousness criterion medically significant), intestinal prolapse (seriousness criterion medically significant), vaginal infection ("chronic vaginal infections"), the first episode of abdominal pain lower ("sever abdominal cramping"), the second episode of abdominal pain lower ("lower abdominal pain"), the second episode of inflammation ("severe inflammation of legs"), breast inflammation ("severe inflammation of berast"), skin irritation ("skin irritation"), pruritus ("skin itching"), allergy to metals ("allergy to nickel") and gastrointestinal inflammation ("intestinal inflammation"). The patient was treated with cortisone, surgery (on (B)(6) 2012,total hysterectomy and bilateral salpingectomy), surgery (surgical repair of colon and bladder involved the use of surgical mesh), surgery (surgical repair of colon and bladder involved the use of surgical mesh), surgery (full hysterectomy), surgery (endometrial ablation on (B)(6) 2011 to help vaginal bleeding) and surgery (endometrial ablation on (B)(6) 2011 to help vaginal bleeding). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, intestinal prolapse, cystitis, dysmenorrhoea, vaginal haemorrhage, menorrhagia, vaginal infection, the last episode of abdominal pain lower, dysgeusia, the last episode of inflammation, breast inflammation, vaginal discharge, dyspareunia, skin irritation, rash, urticaria, pruritus, fatigue, weight increased, allergy to metals, gastrointestinal inflammation, oedema, back pain, urinary tract infection, nausea and alopecia outcome was unknown. The reporter considered allergy to metals, alopecia, back pain, bladder prolapse, breast inflammation, cystitis, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal inflammation, intestinal prolapse, menorrhagia, nausea, oedema, pelvic pain, pruritus, rash, skin irritation, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased, the first episode of abdominal pain lower, the first episode of inflammation, the second episode of abdominal pain lower and the second episode of inflammation to be related to essure. The reporter commented: in plaintiff fact sheet (pfs) that she was treated with medications (unspecified) for urinary tract infection and bladder infection. The pain she felt was constant, a few times a week and the intensity was severe. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: confirming full occlusion fallopian tubes current weight 200.00 lbs. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Plaintiff¿s demographics updated. Essure insertion date update to 01-mar-2011 and lot number added. New events, bladder infection, urinary tract infection, nausea, dysmenorrhea (cramping), hair loss, abnormal vaginal bleeding added. Onset date of events, weight gain, pelvic pain, back pain updated to, skin rashes, metallic taste in mouth, dyspareunia (painful sexual intercourse), fatigue, vaginal discharge, hives updated. On 16-feb-2012,full hysterectomy and bilateral salpingectomy was done. Treatment drug added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain (constant, a few times a week)"), menorrhagia ("abnormally heavy menstrual bleeding/ abnormal bleeding (menorrhagia)"), bladder prolapse ("bladder prolapsed") and intestinal prolapse ("colon prolapsed") in a 37-year-old female patient who had essure (batch no. 794894) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 200.00 lbs. Concurrent conditions included body mass index normal and pulmonary edema. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and nausea ("nausea"). On (B)(6) 2011, the patient was found to have weight increased ("weight gain"), 13 days before insertion of essure. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("severe lower back pain (constant, a few times a week)"). On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding /abnormal bleeding (vaginal)"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), fatigue ("chronic fatigue/ fatigue") and alopecia ("hair loss"). On (B)(6) 2011, the patient experienced urinary tract infection ("urinary tract infection") with cystitis. In (B)(6) 2014, the patient experienced oedema ("edema"). On an unknown date, the patient experienced bladder prolapse (seriousness criterion medically significant), intestinal prolapse (seriousness criterion medically significant) with abdominal pain lower, gastrointestinal inflammation ("intestinal inflammation"), vaginal infection ("chronic vaginal infections") with vaginal discharge, allergy to metals ("allergy to nickel") with skin irritation, pruritus, rash, urticaria and dysgeusia, breast inflammation ("severe inflammation of breast"), inflammation ("severe inflammation of legs/inflammatory disease"), hypersensitivity ("complications from essure removal procedure/allergic reaction to polypropylene mesh placed during hysterectomy") and complication of device removal ("complications from essure removal procedure/allergic reaction to polypropylene mesh placed during hysterectomy"). The patient was treated with cortisone and surgery (full hysterectomy, on (B)(6) 2012,total hysterectomy and bilateral salpingectomy, endometrial ablation on (B)(6) 2011 to help vaginal bleeding and surgical repair of colon and bladder involved the use of surgical mesh). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain and menorrhagia had resolved and the intestinal prolapse, gastrointestinal inflammation, urinary tract infection, dysmenorrhoea, vaginal haemorrhage, vaginal infection, allergy to metals, breast inflammation, inflammation, dyspareunia, fatigue, weight increased, oedema, nausea, back pain, alopecia, hypersensitivity and complication of device removal outcome was unknown. The reporter considered allergy to metals, alopecia, back pain, bladder prolapse, breast inflammation, complication of device removal, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal inflammation, hypersensitivity, inflammation, intestinal prolapse, menorrhagia, nausea, oedema, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: in plaintiff fact sheet (pfs) that she was treated with medications (unspecified) for urinary tract infection and bladder infection. The pain she felt was constant, a few times a week and the intensity was severe. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: confirming full occlusion fallopian tubes. Concerning the injuries reported in this case, the following one/ones were reported via medical records confirming events weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 12-nov-2018: pfs received. Event : complications from essure removal procedure/allergic reaction to polypropylene mesh placed during hysterectomy were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("a coiled silver wire is embedded within each proximal fallopian tube"), pelvic pain ("severe pelvic pain/ pain (constant, a few times a week)"), menorrhagia ("abnormally heavy menstrual bleeding/ abnormal bleeding (menorrhagia)"), bladder prolapse ("bladder prolapsed") and intestinal prolapse ("colon prolapsed") in a 37-year-old female patient who had essure (batch no. 794894) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery (2 vaginal delivery.). Current weight 200.00 lbs. Exam: CT abdomen and pelvis with and without contrast on (B)(6)2011. Concurrent conditions included body mass index normal, pulmonary edema, urinary incontinence, abdominal pain, dysfunctional uterine bleeding, urinary incontinence, stress incontinence, kidney infection, kidney stones, cough, bloating and breast tenderness. On (B)(6)2011, the patient had essure inserted. On (B)(6)2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and nausea ("nausea"). On (B)(6)2011, the patient was found to have weight increased ("weight gain"). On (B)(6)2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("severe lower back pain (constant, a few times a week)"). On (B)(6)2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding /abnormal bleeding (vaginal)"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), fatigue ("chronic fatigue/ fatigue") and alopecia ("hair loss"). On (B)(6)2011, the patient experienced urinary tract infection ("urinary tract infection") with cystitis. On (B)(6)2011, the patient experienced allergy to metals ("allergy to nickel") with skin irritation, pruritus, rash, urticaria and dysgeusia. In (B)(6)2014, the patient experienced oedema ("edema"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), bladder prolapse (seriousness criterion medically significant), intestinal prolapse (seriousness criterion medically significant) with abdominal pain lower, gastrointestinal inflammation ("intestinal inflammation"), vaginal infection ("chronic vaginal infections") with vaginal discharge, breast inflammation ("severe inflammation of breast"), inflammation ("severe inflammation of legs/inflammatory disease"), device allergy ("complications from essure removal procedure/allergic reaction to polypropylene mesh placed during hysterectomy") and complication of device removal ("complications from essure removal procedure/allergic reaction to polypropylene mesh placed during hysterectomy"). The patient was treated with cortisone and surgery (full hysterectomy, on (B)(6)2012,total hysterectomy and bilateral salpingectomy, endometrial ablation on (B)(6)2011 to help vaginal bleeding and surgical repair of colon and bladder involved the use of surgical mesh). Essure was removed on (B)(6)2012. At the time of the report, the embedded device, intestinal prolapse, gastrointestinal inflammation, urinary tract infection, dysmenorrhoea, vaginal haemorrhage, vaginal infection, allergy to metals, breast inflammation, inflammation, dyspareunia, fatigue, weight increased, oedema, nausea, back pain, alopecia, device allergy and complication of device removal outcome was unknown and the pelvic pain and menorrhagia had resolved. The reporter considered allergy to metals, alopecia, back pain, bladder prolapse, breast inflammation, complication of device removal, device allergy, dysmenorrhoea, dyspareunia, embedded device, fatigue, gastrointestinal inflammation, inflammation, intestinal prolapse, menorrhagia, nausea, oedema, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: in plaintiff fact sheet (pfs) that she was treated with medications (unspecified) for urinary tract infection and bladder infection. The pain she felt was constant, a few times a week and the intensity was severe. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6)2011: results: confirming full occlusion fallopian tubes; on (B)(6)2011: satisfactory positioning and occlusion of both the right and left essure micro inserts.. Concerning the injuries reported in this case, the following one/ones were reported via medical records confirming events: weight gain, nausea, dyspareunia, menorrhagia, pelvic pain, back pain, dysmenorrhea, abdominal pain, vaginal discharge, fatigue, vomiting, abnormal vaginal bleeding". Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 19-apr-2019: medical record was received. Event added from medical record- a coiled silver wire is embedded within each proximal fallopian tube. Reporter information, medical history, lab data was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain (constant, a few times a week)"), menorrhagia ("abnormally heavy menstrual bleeding/ abnormal bleeding (menorrhagia)"), bladder prolapse ("bladder prolapsed") and intestinal prolapse ("colon prolapsed") in a 37-year-old female patient who had essure (batch no. 794894) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal and pulmonary edema. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and nausea ("nausea"). On (B)(6) 2011, 13 days before insertion of essure, the patient experienced weight increased ("weight gain"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rashes") and back pain ("severe lower back pain (constant, a few times a week)"). On (B)(6) 2011, the patient experienced dysgeusia ("metallic taste in mouth"). On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding /abnormal bleeding (vaginal)"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), fatigue ("chronic fatigue/ fatigue") and alopecia ("hair loss"). On (B)(6) 2011, the patient experienced cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). On (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2011, the patient experienced urticaria ("skin hives"). In (B)(6) 2014, the patient experienced oedema ("edema") and the first episode of inflammation ("inflammatory disease"). On an unknown date, the patient experienced bladder prolapse (seriousness criterion medically significant), intestinal prolapse (seriousness criterion medically significant), vaginal infection ("chronic vaginal infections"), the first episode of abdominal pain lower ("sever abdominal cramping"), the second episode of abdominal pain lower ("lower abdominal pain"), the second episode of inflammation ("severe inflammation of legs"), breast inflammation ("severe inflammation of berast"), skin irritation ("skin irritation"), pruritus ("skin itching"), allergy to metals ("allergy to nickel"), gastrointestinal inflammation ("intestinal inflammation") and complication of device removal ("complications from essure removal procedure"). The patient was treated with cortisone, surgery (on (B)(6) 2012,total hysterectomy and bilateral salpingectomy), surgery (endometrial ablation on (B)(6) 2011 to help vaginal bleeding), surgery (surgical repair of colon and bladder involved the use of surgical mesh). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia, vaginal discharge and urticaria had resolved and the intestinal prolapse, cystitis, dysmenorrhoea, vaginal haemorrhage, vaginal infection, the last episode of abdominal pain lower, dysgeusia, the last episode of inflammation, breast inflammation, dyspareunia, skin irritation, rash, pruritus, fatigue, weight increased, allergy to metals, gastrointestinal inflammation, oedema, back pain, urinary tract infection, nausea, alopecia and complication of device removal outcome was unknown. The reporter considered allergy to metals, alopecia, back pain, bladder prolapse, breast inflammation, complication of device removal, cystitis, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal inflammation, intestinal prolapse, menorrhagia, nausea, oedema, pelvic pain, pruritus, rash, skin irritation, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased, the first episode of abdominal pain lower, the first episode of inflammation, the second episode of abdominal pain lower and the second episode of inflammation to be related to essure. The reporter commented: in plaintiff fact sheet (pfs) that she was treated with medications (unspecified) for urinary tract infection and bladder infection. The pain she felt was constant, a few times a week and the intensity was severe. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: confirming full occlusion fallopian tubes current weight 200.00 lbs. Concerning the injuries reported in this case, the following one/ones were reported via medical records confirming events weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 7-sep-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.